Event description:
(B)(6) study. It was reported that complete heart block occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. A lotus introducer sheath was placed and the native aortic valve was treated with balloon valvuloplasty. A 25 mm lotus edge valve (lot# 24303755) was inserted but could not be implanted; hence the same was retrieved. A second 25 mm lotus edge valve (lot#24657857) was then successfully implanted. The implantation involved successful repositioning of the lotus edge valve with partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use(IFU). Post procedure event summary: one day post index procedure, the subject developed third degree av block and left bundle branch block(lbbb). Electrocardiogram(ECG) revealed, sinus rhythm, rbbb and t wave inversion. A temporary venous pacemaker was placed for av block and lbbb. At this time, the block was asymptomatic, subject developed hypotension post procedure, which was improved with aggressive fluid resuscitation, intravenous solu medrol and atropine and complained of severe back pain. Subject needed to be started on nor epinephrine for a period of time and improved with acceptable blood pressure. One day post index procedure, a new non-bsc dual chamber permanent pacemaker was implanted successfully. The event was considered recovered on the same day and the subject was discharged on aspirin and clopidogrel the following day.